Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the generator interface board were replaced. The steering linkage and casters were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system locked up. Also the steering and wheel locks would not work correctly. No pt injury was reported.